Manufacturer narrative:
(B)(4) date sent 8/11/2025 d4 batch #523d71. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the staple height selector broken and the metal anvil not properly seated due to the anvil shroud showed the locks broken that support the metal body. A reload was received loaded in the device and it had the proximal 1 driver up with protruding staples and the swing tab in the locked position. Further evaluation found that the channel shroud was damaged. The damage on the channel shroud is consistent when the closing latch is opened beyond its stop position. No functional test was performed due to the condition of the device. The event reported was confirmed and due to the condition of the device, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 523d71, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? There was confusion around who fired the device between the nursing team and what happened. He tried to fire the ntlc and it locked out immediately. They reloaded with a new reload and it locked out again. They then opened a new ntlc which fired successfully. It was during a reversal of hartmann's. After mobilising the colostomy, we attempted to fire the ntlc across the tatty end of the colon to excise the end and drop the other end back in the abdomen. We set the ntlc to green. After placing the two arms together we moved the slider from the firing position directly at the back to the side before sliding the blade. It moved to the side but would not advance any further. There was no "soft" tissue feeling, it was a hard stop. We removed the device and checked that the cartridges all looked okay and were fitted correctly and they were. We tried again but the same thing happened. We therefore used a new ntlc which worked fine and continued the procedure.¿ 1. Could you please clarify if there were any patient consequences? No patient consequences 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? No changes

Event description:
It was reported that during an unknown procedure the colorectal consultant was firing the device during a case when it jammed half way through firing. The consultant was unable to move the firing trigger. A reg was able to move the firing trigger to complete the firing and return it to the home position. The jamming of the device disrupted the procedure.